Event description:
It was reported that an ilet user experienced discordant glucose readings, with the ilet/dexcom g7 indicating a high value of 341 mg/dl while contemporaneous fingerstick values were 241 mg/dl and subsequently 219 mg/dl, after a normal meal announcement on the first day of ilet use. Troubleshooting and education were provided. Investigation included technical support review and user-guided calibration steps. Investigation of this case revealed that the discrepant readings were likely attributable to sensor inaccuracy during early wear with improvement after calibration. Symptoms included no reported signs consistent with severe hyperglycemia. Outcomes no medical intervention or hospitalization occurred. It was concluded that the event was consistent with transient cgm inaccuracy without injury, and that continued use with calibration or sensor replacement as needed was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.